Manufacturer narrative:
Vyaire medical complaint number: (B)(4). At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the unit shuts off intermittently. The customer is not sure if there was any patient involvement associated with this reported event.